Manufacturer narrative:
A steris service technician arrived onsite to inspect the shoulder chair and 4085 surgical table. The technician found no issue with the function or operation of the shoulder chair or surgical table; no repairs were required. Based on the description of the reported event and the technician's inspection, facility personnel did not properly lock both sides of the shoulder chair to the surgical table resulting in the reported event. The root cause of the reported event is attributed to improper installation of the shoulder chair by user facility personnel. The shoulder chair instructions for use (2) state, "verify secure mounting by giving shoulder chair a slight tug". The technician counseled facility personnel on the proper installation of their shoulder chair. The shoulder chair and 4085 surgical table were returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one side of their shoulder chair detached from a 4085 surgical table. No report of injury. The patient was transferred to another table and the procedure was completed successfully.